Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that after the implant of the implantable pulse generator (ipg) system, a variation in lead impedance and threshold was noted postoperative. The right atrial (ra) lead was not capturing despite a very high output. The patient was going to return to the hybrid room for a lead revision but began to complain from diplopia and numbness. The patient went for a computed tomography (CT) scan which was normal. After the CT scan, the right atrial (ra) lead was analyzed again and right atrial (ra) lead then showed normal values; however, the right ventricular (rv) lead then started to show high impedance. The physician suspected a lead integrity issue. The patient was discharged and scheduled for a follow up appointment one month later. One month later a lead revision was performed and lead values were normal. The physician suspected the there may be a device header problem and the ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.